Manufacturer narrative:
The dhrs (device history records) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. DHR review for this lot found no associated ncrs (nonconformance's), reported scrap or recorded process deviations relating to the reported failure. No device evaluation performed due to the device did not return. However, based on the information of the event reported, the observed failure is a known phenomenon likely resulting from forcing the device through resistance and/or excessive angulation. IFU (instruction for use) : page 13 of the device IFU (pn0008807_ah) addresses this: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Also, on page 12 of the device IFU, it says: ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ olympus will continue to monitor the field performance of this device. Supplemental report(s) will be submitted should any relevant new information is available.

Event description:
As reported, the needle had broken during clinical use. According to the reporter, they had a needle break off inside the patient during a case (unspecified procedure). The broken piece was able to be retrieved without incident. There was no patient harm , no user injury reported due to the event.